Manufacturer narrative:
Final device analysis results reveal the product does not meet specification; primary finding is the cold solder joint. Results from laboratory functional testing after destructive analysis show intermittent contact on the door closure detection circuit - located at the contact closest from the opening lab. The continuity was acceptable on circuit's #0 - #15 with no shorts detected between circuits (dry). Analysis results confirm the reason for accessory device return.

Event description:
The manufacturer's representative reported an accessory product problem on 12/15/2006. During component checks, the accessory screening cable indicated it wasn't connected to the external neurostimulator (ens), even after the representative verified the physical connection between the ens instrument and the accessory cable. The representative stated they repeatedly checked the connection to the ens and the screening cable a number of times during set-up. The product problem was detected just prior to clinical use and the device was replaced before the case. The screening cable was not used and was returned to the manufacturer for analysis.